Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. According to the complainant, during procedure approximately one minute left during ablation, a fluid loss alarm and fluid loss about 10 cc was detected. It was noticed that there was a small leak and was reportedly caused by the tenaculum that slipped or the placement had slipped in the cavity. The patient was checked and the procedure was continued without further leaks noted. Towards the end of the procedure, a small superficial burn was noted by the physician. The procedure was completed with this device. There were no serious injury reported as a result of this event. The physician prescribed the patient with antibiotic ointment after the procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician.